Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8f fast-cath introducer sheath and dilator were received for evaluation. The dilator tube outer surface had been cut; the cut section remained attached to the dilator. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the dilator cut remains unknown. The cause of the needle insertion difficulty is consistent with not following the instructions for use.

Event description:
During the left atrial appendage occlusion procedure, the sheath was skived. The device was replaced and the procedure was completed with no adverse consequences to the patient.